Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) revealed the battery was functioning at 460% of usage for nominal's and the longevity was one year. Technical services (ts) requested a memory dump and save all to disk be submitted for review. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had less than one year predicted longevity and had been implanted for less than 2 months. The cause of the shortened longevity was due to a high current drain that was isolated to the lv pacing circuitry. Analysis confirmed that critical therapy was available. A series of electrical tests were also performed, and again, normal device function was observed.